Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the atrial connector port of the pulse generator. After silicone oil was applied, the lead could be inserted and the procedure was completed successfully. No patient symptoms were reported.